Event description:
Emt's responded to a pt in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and would not analyze the pt's rhythm. A backup defibrillator was called for and used but the pt was not resuscitated.